Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 125 mg/dl and rose to 525 mg/dl. The customer stated that they had difficulty breathing and thirsty. The customer was treated for the high blood glucose with manual injections. The customer stopped troubleshooting and stated that they will monitor the insulin pump for any issues. The customer did not return the product back for analysis.